Event description:
It was reported through a protegen sling marketing survey that following a vessica protegen sling placement, the patient experienced urethral erosion necessitating removal of the protegen sling. No further information is available. No product was returned for evaluation.